Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16272487-2017-05389. It was reported the patient underwent surgical intervention on (B)(6) 2017 where the cervical system was explanted and replaced. In post-op the patient became unresponsive and was transferred to the ICU and the newly implanted leads and ipg were explanted.

Event description:
Device #1 of 2: reference MFR. Report: 16272487-2017-05389. Follow up information identified the patient expired unrelated to the sjm device. The patient suffered a stroke.